Manufacturer narrative:
Block h6: problem code 2944 captures the reportable investigation result of foreign matter. Block h10: investigation results visual examination of the returned complaint device revealed some residues of silicon was found in the inner wall of the barrel; however, there was no problem detected. Media inspection was performed, it was noted that the photo attached looks like there is some type of liquid within the flexcil line but upon product analysis the flexcil line was fine, no liquid. The returned device review (visual, physical, and performance testing) showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an encore inflation device was unpacked for an angioplasty procedure for the heart artery performed on (B)(6), 2020. According to the complainant, during preparation, it was noticed that there were some liquid inside the tubing. Reportedly, there was no damage noted to the packaging of the device. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an encore inflation device was unpacked for an angioplasty procedure for the heart artery performed on (B)(6) 2020. According to the complainant, during preparation, it was noticed that there were some liquid inside the tubing. Reportedly, there was no damage noted to the packaging of the device. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.